Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On the morning of (B)(6) 2025, the patient experienced vomiting and a headache. At that time, the patient¿s cgm displayed a reading of 115 mg/dl. No bg meter comparison value was reported initially. The patient¿s sister contacted emergency medical services (ems). Upon ems arrival, a bg meter reading indicated a high glucose level. The patient was transported to the emergency room (ER), where a bg level of approximately 700 mg/dl was recorded. The cgm device was removed during the ER visit. The patient received treatment with intravenous (IV) insulin and an unspecified anti-nausea medication. She remained hospitalized for over 24 hours and was discharged the following day around 8:00 pm. At the time of discharge, her bg level was approximately 100 mg/dl. The patient was reported to be ¿fine¿ at the time of follow-up. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 10/30/2025.

Manufacturer narrative:
(B)(4).